Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for investigation and was reportedly discarded by the reporting facility. Partial part number of the unknown locking screw is 04.005.5xx. (B)(4) revision surgery to remove device due to patient pain and femoral head perforation. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: jul 25, 2016. Expiration date: jun 30, 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to pain and superior cutout of the femoral head by the trochanteric fixation nail advanced (tfna) helical blade. The patient was originally implanted on (B)(6) 2016 with the tfha system to treat a hip fracture. The patient presented with hip pain and stated she could not perform his rehabilitation exercises due to pain. On (B)(6) 2016 the first postoperative clinical visit x-ray revealed the helical blade superior perforation of the femoral head. During the (B)(6) 2016 revision surgery, all of the tfna hardware was removed and the patient was revised with an unknown total hip arthrodesis. The surgery was completed without incident. This report is 1 of 1 for (B)(4).